Event description:
Customer reported that the up button on the insulin pump was not working and he was unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 70 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to unlocked connector on lcd window. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.